Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection found that the downstream occlusion (dso) seal was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported problem was duplicated through functional testing, occlusion testing, and accuracy testing that failed. The primary problem was determined to be a defective expulsor. A defective printed wire assembly (pwa) and defective motor was also found. The dso seal, pwa, and expulsor were all replaced.

Event description:
It was reported that the precision test was incorrect by a 10% error margin. The issue was observed during a maintenance check. There was no patient involvement.